Manufacturer narrative:
Involved device was not returned, user facility info and quality records reviewed. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed the following: (1) the pack was built to customer specifications; and (2) there were no indications of any production related problems. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a device defect of malfunction. The convenience kit labeling does state, "band all connections in the circuit" and recommends to carefully observe all connections before and continuously during use. All available info has been placed on file in qa for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that a tubing line became disconnected towards the end of a bypass procedure. The tubing was immediately re-connected and the procedure was completed successfully without further incident. The estimated volume of blood loss was 100-cc.